Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation output. There was patient involvement with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The patient was switched to a different ventilator for support.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was initially confirmed. Ventec then examined the customer¿s device settings and observed that its settings would result in the device having little to no ventilation output. The vocsn clinical and technical manual [pg.88] states the following: ¿control limiting: vocsn restricts the availability of some control settings when the set value of another interdependent control creates a limit. For example, available peep and pressure control settings are interdependent and control limited. If the peep control is set to 25 cmh2o, the available pressure control settings are automatically limited to 25 cmh2o or less to prevent vocsn from delivering a total maximum pressure exceeding 50 cmh2o. If a limit is reached during control configuration, vocsn will display a message on the configuration screen, indicating which interdependent control is limiting available settings. To adjust the setting of a control beyond its control limit, the interdependent control setting must be changed first. The table below lists controls that are interdependent and control-limited, and describes the reason for the limit [from table] [controls] epap and ipap [control limited to ensure:] the set ipap is greater than the set epap, and the total delivered pressure will not exceed 40 cmh2o.¿ essentially, ipap must be set higher than epap to ensure the device increases pressure (and therefore flow) to the patient for each breath. Ventec verified this on other devices in their service area, observing that when epap and ipap are set the same, the vent doesn't increase flow or pressure for breaths. Ventec then updated the customer's device settings, increasing the ipap to 10cmh2o above ambient and observed that the device provided breaths as expected. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was user error.